Manufacturer narrative:
The reported events for lead p-wave amplitude variation and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited p-wave amplitude variation and high capture threshold. The lead was explanted and replaced. The patient was stable in condition.